Manufacturer narrative:
The investigation for the product damage-kink has been completed. The pump was not returned for investigation. Without the product the failure cannot be further investigated. Therefore, the root cause of the product damage -cannula kink issue was not determined since product was not returned and insufficient clinical information was provided. Corrections to the initial MFR report: d4 UDI number updated. Added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was on impella support for 0.05 hours before being removed and a new impella was inserted. It was reported while taking out the peel away sheath the device was advanced all the way into the ventricle and the cannula kinked on itself. The device was removed from the heart and turned off. It was then pulled back, unkinked in the iliac, and removed.